Event description:
It was reported that two (2) large volume infusors leaked. The devices deflated and leaked into the sealed packaging. There was no evidence of damage to the carton from transportation. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: device manufacture date: the device was manufactured between 28aug2023 and 29aug2023. H11: one device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit which suggested leak may have occurred. Further inspection found broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the leak was due to the broken tubing during manufacturing. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. Process controls are in place which include 100% visual inspection, a manufacturing quality check on a sampling of the product lot and final functional testing. Along with on-the-job-training for tubing bonding was provided to manufacturing assemblers performing the tubing bonding task. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.